Event description:
The stapler broke into pieces while attempting to fire the staple load. What ever pieces that connect together are all disconnected, it's not just the jaws but the entire device is in pieces. Unable to fire the load. All pieces were retrieved.